Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the sensor had a missing electrode. Blood glucose level at the time of the incident was not provided. During troubleshooting, customer stated the sensor was not intact. The customer was advised that the sensor would be replaced and agreed to return the product for analysis.